Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor performed the standard deployment process of the angio-seal device. After the second click (arrows apart) he drew back on the device and wanted to apply manual tamping with compaction tube. The compaction tube did not release from the evolution device. After cutting the suture, they attempted to pull the tamper out and it still would not release. There was no patient injury, no case delay, and no bleeding. Pulses were checked and deemed to be good. The tamper tube never dropped / tamped the collagen / suture knot. The deployment was successful, and the patient was in stable condition. No medical intervention was required and there was no patient injury. The procedure the doctor had completed was a left heart catheterization using a 6.5 merit sheath. The patient was discharged. Additional information was received on 15nov2019. The compaction tube did not release from the evolution device. The patient was in stable condition and the deployment was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angio-seal evolution device was received for product evaluation. The sheath was returned mated with the evolution device. No other accessory components were returned. Visual inspection revealed that the evolution device was mated with the sheath and the deployment sleeve was in full rear lock position with color bands fully exposed. Neither the collagen nor the anchor was present at the distal end of the suture. The suture was completely exposed from the carrier tube assembly. Two kinks were observed in the sheath just distal from the hub of the sheath. No portion of the compaction tube could be seen exposed from the carrier tube assembly. The button was stiff. Microscopy analysis revealed that the end of the suture appeared to be cut with a blade. No other visual anomalies were noted. Fluoroscopic analysis of the device was conducted, and the compaction tube could be seen not fully mated with the rack. No other visual anomalies were noted. The carrier tube assembly was then removed from the sheath. Several kinks were observed in the carrier tube assembly and it was at the point which the rack would not advance past. The tamper tube was removed, and it was found to be kinked. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the fully distal position. The rack was observed in the proximal position. The suture could be seen tethered to the green suture stake. No turns of the suture could be seen wrapped around the spool. The drive gear was properly seated. No other gross visual anomalies were observed with the gearbox assembly. A new device was used to replicate the reported event. It was confirmed that the kink would have led to tamping difficulties and it did not allow the compaction tube to be released from the carrier tube as intended. No other functional anomalies were noted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The kink in the carrier tube, sheath, and compaction tube are likely the cause of the tamping issues as it would create additional resistance to the release of the compaction tube. This was replicated during functional testing. This kink would have led to tamping difficulties. However, the exact cause of the reported event cannot be definitively determined based on the available information.